Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit not holding calibration unable to maintain 30 psi. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: contact person, phone number, and email :(B)(6). Occupation- biomedical engineer. It was reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) not holding calibration. There was no patient involvement and no harm or injury reported. A getinge filed service engineer (fse) evaluated and stated that system unable to maintain 30 psi pressure calibration. He replaced x2 (d682-00-0091-01) drive pressure transducer to correct the issue. The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department could not verify the failure of pressure transducer not holding calibration. Pressure transducer passed testing. Retaining pressure transducer in the fat dept. As per procedure (B)(4) rev ap. The non-conformances with the returned components were not confirmed. Therefore, the root cause is not confirmed.